Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The complaint of unresponsive keypad buttons was not duplicated. The keypad cover was removed and no contamination was found under the button contacts. Unrelated to the complaint, the pump powered on but had no vibratory function. The pump was opened and there was evidence of moisture observed on the keypad flex/connector and vibration motor contacts. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributorr contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue affecting all keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.